Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of the fracture surface identified a fairly brittle fracture surface with some indication of torsion, suggesting both torsional and bending stress. Shaft material hardness was inspected and found to be within print specification. The above observations are consistent with overload.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off during use. No patient complicaitons were reported.